Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, the customer's pump would not deliver insulin past 75 units. The customer's blood glucose (bg) level was over 600 mg/dl and insulin injections were used to address the high bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as expected. The customer had been using humalog in the cartridge for 3 days.